Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm approximately 3 months ago. Vessel morphology was reported as the aortic neck was 19-21.5 mm over 23 mm, the right iliac artery was 10-12 mm in diameter; the left iliac artery was 9-10 mm in diameter. It was reported that the pt had a f/u CT scan that shows a type 1 endoleak. The stent graft does not appear to have complete apposition to the vessel wall. The pt will be treated in the next couple of weeks. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Requires secondary intervention) - (B) (4): eval results: endoleak; lack of info, unk cause of endoleak.